Manufacturer narrative:
The product involved in this event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product. The product is contract manufactured by gp lumut (FDA registration number 3011189071). A scar was issued to the contract manufacturer on october 21, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
There was a dermatitis outbreak/severe reaction that occurred with the end-user requiring a doctor's care. There were no pictures or other information made available. Additional information was requested on october 18, 2024, october 21, 2024, october 23, 2024, and october 25, 2024; however, none has been received to date.